Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the 3-way rotatable stopcock started to leak. The product was changed out, there was no blood loss, and surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device; however, an investigation was completed on inventory samples. The investigation noted that if the 3-way stopcock is rotated past the housing stop, the stop on the handle is sheared off and causes the handle itself to become slightly offset. These actions cause the fluid pathway to become compromised, leading to leakage and loss of fluids. This event is due to customer technique damaging the part, resulting in leakage of the stopcock. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u. (B)(4).